Manufacturer narrative:
This case represents a duplicate of MDR 3005975929-2016-00023. Please therefore disregard this submission. A follow up report summarising our investigation will be issued under ref. 3005975929-2016-00023.

Event description:
It was reported that revision surgery is planned for early 2019. High levels of metal ions have been confirmed in the medical fields at home and abroad. Despite the lack of clinical features of loosening the hip implant, an indication was given to remove the right hip prosthesis. The patient consulted a us surgeon, who advised that the implant needs to be replaced.